Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of the plunger scratching the top of the lens, noted when lens partially implanted; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the lens was not loaded into the cartridge properly and resulted in the lens being scratched which was caught by the surgeon before it was implanted into the eye. The lens was partially implanted then removed once the surgeon recognized it. As per surgeon's opinion the lens did not fold properly when inserted into the cartridge and this resulted in the plunger scratching the top of the lens. The procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.